Event description:
Additional information was received that during the valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was pe rformed. The deployment starting point was the bottom of the pigtail catheter. No post-implant bav was performed prior to the valve dislodgement. Prior to the valve dislodgement, the valve was implanted at a depth of 2/3mm on the non-coronary cusp and 3/4mm on the left coronary cusp. After the valve dislodgement, the valve was canted in sinuses (-). It was noted that the dislodgment was not related to another device. Severe central aortic insufficiency and severe paravalvular leak were noted. A non-medtronic guidewire was used during the procedure. In addition, the patient¿s bicuspid valve contributed to the dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic balloon, unknown manufacturer; lot #: unknown product ID non-medtronic guidewire; product type: guidewire; implant date n/a; explant date n/a updated data: b5. H6. Additional codes: annex g medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a 28mm non-medtronic balloon was used to perform a balloon aortic valvuloplasty (bav). It was noted that the bav appeared to be an ¿incomplete¿ bav. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: 28mm non-medtronic balloon valvuloplasty catheter; lot #: unknown updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, the valve dislodged and was canted into the sinuses of valsalva. Aortic insufficiency was observed. Multiple attempts were made to snare the tabs on the outflow of the valve, but it was not able to be brought above the sinotubular junction. Subsequently, the patient was brought to surgery to explant the valve, and a surgical aortic valve replacement was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.